Manufacturer narrative:
The device correctly generated an 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) from the continuous glucose monitor (cgm). At the end of the pods run, no sensor was active and the pod was correctly delivering at the user's set basal rate in manual mode. No damages or defects were found. No timeouts or drive stalls were seen in the device data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158 cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 1000 mg/dl. She was diagnosed with norovirus as well. The patient was fatigued, nauseous, and vomiting. For treatment, the patient was given insulin injections. The patient was at the hospital for 3 days. The pod was worn between 4 and 24 hours on the abdomen.